Event description:
It was reported that a patient presented for a routine followup. Electrical testing revealed high pacing lead impedance and high capture thresholds. Externalized conductors were observed via fluoroscopy. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.